Manufacturer narrative:
Mfg event ID: (B)(4). The device reported, list number (B)(4), is an abbott product that is marketed internationally which is the same or similar to a device, list number (B)(4), that is marketed domestically.

Event description:
The complainant reported an over-delivery. The amount hung was 1.5l, and the rate was set at 100-125 ml/hour; however, the pump delivered 220 ml/hour.